Manufacturer narrative:
Corrected country in h10 from united kingdom to france. This incident is being reported to FDA because the incident occurred in france using the alinity m sti assay, list number 9n17-91, which is the same/ similar to the alinity m sti assay, list number 9n17-95, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review alinity m sti amp kit (list 09n17-091) lot 389244. The results of the investigation are summarized as follows: retain evaluation: the retain file sample evaluation for the alinity m sti amp kit (list 09n17-091) lot 389244 was performed. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The results for the samples for the parameters being evaluated were within the lower validity limit (lvl) and the upper validity limit (uvl). Moreover, there were no instances of false negative samples; therefore, the file sample evaluation for lot 389244 met the acceptance criteria and validity criteria that was established per qp-09n17-091. As a result, the product file sample evaluation for the alinity m sti amp kit (list 09n17-091) lot 389244 received a disposition of passed. Customer data review: the assay met specification requirements and no error codes or flags were displayed for the run controls. The amplification curves appeared normal and exhibited normal amplification for the CT target and internal/cellular control. The assay is performing as expected with correct interpretations. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sti amp kit (list 09n17-091) lot 389244 (including the components) did not identify any issues which could result in the reported complaint. The quality control (qc) 2-f amp kit masterlot testing for alinity m sti amp kit (list 09n17-091) lot 389244 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sti amp kit (list 09n17-091) lot 389244 and its components. This CAPA review did not identify any existing internal issues or non-conformances related to the reported complaint. Complaint history review: a complaint history review was performed to identify any records that were potentially related to the reported complaint for alinity m sti amp kit (list 09n17-091) lot 389244 and its components. A product deficiency was not determined by this evaluation for the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m sti amp kit (list 09n17-091) lot 389244 was not confirmed.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m sti assay, list number 9n17-91, which is the same/ similar to the alinity m sti assay, list number 9n17-95, which received FDA approval.

Event description:
The customer reported two false not detected results on the alinity m sti amp kit. Sid (sample ID) (B)(6) an anal swab, and with the first result being "not detected" due to the mr value not met and the second being flat, the physician declared it "inconclusive"; another swab, throat this time, was taken from the customer and tested on alinity, where it was positive for chlamydia and reported positive. Sid (B)(6) was tested on (B)(6) 2023 and gave a result of "CT not detected" with a visible amplification curve. The sample was called "CT not detected" as the minimum mr value (0.073) was not reached. The sample was retested on (B)(6) 2023 and gave a result of "CT target detected". Sid (B)(6) was reported positive for chlamydia after the second, positive result. To the best of the physician's knowledge, these decisions and the above facts have led to both patients being started on antibiotic treatments. No further impact to patient management was declared.

Manufacturer narrative:
Updated d2a device common name from multiple-type sexually transmitted pathogen nucleic acid ivd, kit, nucleic acid, to nucleic acid detection system for non-viral microorganism(s) causing sexually transmitted infections. Updated d2b product code from lsl to qep.